Event description:
It was reported that, "subject had degenerative joint disease requiring bilateral total knee replacement. Revision surgery was conducted on right knee due to a loose tibial component and a subsided varus position of that primary."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.